Event description:
Customer reported that the pt's condition did not improve after a programming change, therefore a revision was conducted.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.